Event description:
New information received indicates that the lead was capped and replaced with no complications.

Event description:
It was reported that non-sustained rv oversensing due to noise was observed via review of egm. Isometrics and pocket manipulation and/or replace the lead were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.